Event description:
The customer reported that the system was not making full exposure and it was not ejecting the film. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep flashed the nodes and allowed the system to rebuild. The system was tested and found to be working as intended and put back in service.